Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: delamination observed assessed as adhesive failure. No other observations observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional called to report a right side deflation. Capsulotomy performed. The device has been explanted.

Event description:
Healthcare professional called to report a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side deflation. Capsulotomy performed. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.